Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was dissatisfied with the way the intraocular lens (iol) unfolded. There was patient contact and the lens was removed. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/31/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. A visual evaluation and inspection using magnification was performed. The lens haptic was observed bent/distorted. The condition observed on the lens, is consistent with a lens that was implanted. The complaint issue could not be verified, and no product deficiency was identified. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.